Event description:
Per hcp pt had a return of pain symptoms. Pt had good relief of pain to the event. Prior to surgery, it was thought the return of pain was due to a "catheter kink" but when the physician was in the or he determined that the "side port was clogged" as the physician was unable to inject fluid through the side port. The pt did not go into withdrawal but only had return of pain. The system was replaced and pt is doing well to date.